Event description:
While preparing and inspecting the thermogard xp ivtm system (sn tgxp12184) for use, just prior to connecting the console to the patient, the customer noticed an unusual noise coming from the console's roller pump. As a result, the console was not used, and treatment was initiated with another console. It is unknown whether the reported issue caused any significant delay in treatment delivery. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was evaluated at the customer site. The reported complaint of unusual noise from the console's roller pump was confirmed during visual inspection and functional testing. The root cause was identified as a defective pump rotor head, likely resulting from wear and tear. The device's life expectancy is 5 years. The thermogard console was manufactured in january 2017 and is over 9 years old. Visual inspection revealed that one of the white roller guides was displaced, likely making noise by rubbing or scraping against the pump raceway. In addition, signs of wear were observed on the main roller, which may have contributed to noise generation during contact with the start-up kit (suk) tubing. These observations confirm the reported complaint, and the pump rotor head assembly needs to be replaced to address the issue. The thermogard xp ivtm system remained operational and passed preliminary functional testing. However, abnormal noise and looseness were noticed in the pump roller section, confirming the reported complaint. Replacement of the pump rotor head assembly is required to resolve the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(6).